Event description:
It was reported that the ventricular lead exhibited <200 ohms impedance in unipolar. Capture was around 1 v at 0.5 ms in unipolar and 3 v at 0.5 in bipolar. The patient's r-waves were 2 mv in bipolar configuration. Noise or chatter was noted on the lead.